Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (B)(4) alleging that their onetouch ultra meter was reading inaccurately erratic. The customer care advocate (cca) contacted the patient on (B)(6) with follow up questions from the medical surveillance specialist and obtained the following information. The patient alleged that the product issue began approximately four days prior to contacting lifescan. The patient reported obtaining blood glucose readings of "90 and 220mg/dl" on the subject meter, obtained within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for precision. The patient tests their blood glucose twice a day and manages their diabetes with self-adjusted insulin, based on meter readings. The patient reported continuing to take their usual dose of insulin based on the alleged inaccurate readings. The patient reported developing symptoms of "sweating, blurred vision and confusion." The patient reported going to the emergency room where they were treated by an hcp with 4 units of insulin. The patient reported testing their blood glucose on a doctor/clinic meter and obtained a blood glucose reading of 250mg/dl. At the time of troubleshooting the cca verified that the test strips were stored correctly (per owner's booklet recommendation). The reporter did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient developed serious symptoms associated with hyperglycemia after the alleged issue began.